Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) was not keeping a charge and needing to charge more frequently. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted device will not be returned as it was discarded by the facility.